Event description:
The target lesion was the mid left anterior descending (lad). The vessel was denovo, concentric and calcified. The aha/acc classification of the vessel was typeb2. The lesion length was 15mm and vessel diameter was 2.5mm. Pre-dilatation was conducted with a 2.5 x 20mm balloon at 8atm for 30seconds. A 2.5 x 23mm cypher stent (lot number i0806142) was implanted at 12atm for 15seconds and post-dilation was conducted with a 2.25 x 15mm balloon at 24atm for 15seconds. Intravascular ultrasonographic (ivus) was conducted. It was confirmed by ivus that the stent was under-dilated, but it was not sufficient to conduct a coronary artery graft. The residual % of stenosis was 0%. The timi flow before the procedure was 3 and 3 after the procedure. Two weeks after the procedure, the patient complained of chest pain and coronary angiography was conducted and thrombus was observed in the implanted cypher stent. In order to treat the thrombus, aspiration was conducted and balloon angioplasty was conducted with a 3.0 x 15mm balloon at 18atm for 30 seconds.

Manufacturer narrative:
This device cjs 23250 is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.